Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin would not flow during the injection and the non patient end is bent prior to the injection. Verbatim: consumer reported, no insulin flow when taking injection stated, non patient end is bent prior to injection lot: unknown catalog: 320122, date of event: unknown samples: no cl."